Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site 09/05/2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, medical technician, reported that their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to replace the articulating arm and test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The hardware investigation of the returned articulating arm found that the reported event was related to a mechanical issue. As reported, the lower joint of the arm would not lock down when the handle was tightened. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.